Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced low and high glucose events in the context of dexcom g7 signal loss and incorrect meal handling, including an accidental duplicate meal announcement that led to excess insulin delivery perception and subsequent difficulty switching pump settings. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included transient low glucose treated with oral carbohydrate and a subsequent rise in glucose that later stabilized without hospitalization. Investigation included review of device data and user report, along with troubleshooting and education. Investigation of this case revealed that the low glucose occurred after a duplicate meal announcement, with subsequent overtreatment using candy and a postprandial hyperglycemia episode after a later meal; the pump was expected to auto-correct elevated glucose per design when adequate sensor data were available. It was concluded, based on previously established findings for similar reports, that user-related factors, including accidental meal announcement and overtreatment of hypoglycemia, were the most likely causes.